Manufacturer narrative:
(B) (4): analysis reported that the devices are functionally ok and no anomaly was found.

Event description:
Lead explanted due to high impedance during an (B) (4) trial. Initially cleaned lead and snap lid and still had high impedances. Switched lead, and still noted high impedances. Pt not getting stimulation at 10.5u. Switched the snap lid, and the issues were resolved.